Event description:
It was reported that the pulsavac did not function, opened the battery pack to find corrosion on batteries. Per the image the fifth battery from the right leaked electrolyte. There was no patient involvement. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6, h11. No product was returned. The provided photos confirmed that the batteries were corroded. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the device manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.